Event description:
Additional information confirmed the patient was not symptomatic as result of the moderate-severe regurgitation. The patient was re- hospitalized and a valve revision was performed. A medtronic 34 millimeter (mm) transcatheter valve was implanted within the existing medtronic 34 mm valve. The event was reported as resolved with no sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years following the implant of this transcatheter bioprosthetic valve, the 7-year follow-up transthoracic echocardiogram (tte) revealed moderate to severe aortic regurgitation (ar). No treatment was reported, and the ar was ongoing. Per the physician, it was unknown if the ar was related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years following the implant of this transcatheter bioprosthetic valve, the 7-year follow-up transthoracic echocardiogram revealed moderate-severe aortic regurgitation (ar). No treatment was reported, and the ar was ongoing. Per the physician, it was unknown if the ar was related to the valve. No additional adverse patient effects were reported. Additional information was received that no treatment was provided. Additional information was received that at the seven-year post-operative follow-up appointment, in addition to the moderate-severe ar, severe paravalvular leak was also noted which resulted in a moderate-severe total aortic prosthetic regurgitation.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Patient codes and devices codes. Additional codes. Annex g codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years following the implant of this transcatheter bioprosthetic valve, the 7-year follow-up transthoracic echocardiogram revealed moderate-severe aortic regurgitation (ar). No treatment was reported, and the ar was ongoing. Per the physician, it was unknown if the ar was related to the valve. No additional adverse patient effects were reported. Additional information was received that no treatment was provided.

Manufacturer narrative:
Updated data: h3 - device imaging evaluated; h6 - annex b, annex c and annex d imaging (analysis): transesophageal echocardiogram (tee) images were provided from seven years following the implant of the valve. The evolut valve appeared shallow on the posterior side of the frame, and the depth was approximately 10.4 millimeter (mm) on the anterior side. There was prosthetic leaflet fluttering that suggested a torn leaflet. The prosthetics leaflets did not appear to be coapting. Moderate to severe central aortic insufficiency with moderate to severe paravalvular regurgitation was noted. Mild mitral regurgitation, with two jets were noted. The ejection fraction was about 60%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that approximately 7 years following the valve implant the left ventricular outflow tract (lvot) diameter measure 23 millimeters (mm). The max aortic valve velocity (v2) measured 1.8 meters per second (m/sec). The aortic valve velocity time integral (vti v2) measure 38.3 centimeters (cm). Mean aortic gradient (mgv2) measured 5.0 millimeters of mercury (mm hg). The lvot velocity time integral (vti v1) measured 31.6 cm. A transesophageal echocardiogram (tee) performed approximately 7 years and 3 months following the valve implant noted moderate-severe valvular aortic regurgitation and/or paravalvular leak (pvl). As reported, there was difficulty to distinguish the severity of each. Approximately 13 days following this tee the patient was to undergo an angiogram for an anticipated valve revision.